Manufacturer narrative:
A ge service rep performed an onsite investigation. Two connector pins and a plug were replaced, and the power cable was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's on/off button would not work. No pt injury was reported.